Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient due to a water leakage on the next day after the use. Per follow-up via (B)(6) on 18 dec 2020, it is unknown whether there was any damage found in the foley catheter and no patient injury reported.

Event description:
It was reported that the foley catheter fell out of a patient due to water leakage on the next day after use. Per follow up via ibc on 18dec2020, it was unknown whether there was any damage found on the foley catheter and no patient injury was reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual evaluation of the attached photo sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the photo sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. A labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.